Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is essential tremor and movement disorders had a decline in health and deep brain stimulation after 2nd deep brain stimulator surgery. The patient had gone home after surgery and had a seizure which they thought was in 2010. There was a fall that could be related to the issue. The patient had been falling for the last couple of years. The patient was in rehab. Further follow-up is being conducted to obtain information about troubleshooting performed. If additional information is received a supplemental report will be submitted.